Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely that the event was caused by user handling. The camera head image disappeared because the charge-coupled device (ccd) broke down due to unexpected stress on the part. The instruction for use (IFU) states the following guidelines: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was no image displayed due to a faulty charged coupler device (ccd). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the while using the high definition (hd) autoclavable camera head, the image was hazy and the picture had lines. The issue was found during preparation for use. No patient involvement reported.